Event description:
Case description: investigational results: novopen echo. Batch fvg0720-2. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Function of the piston rod is normal. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission following has been updated: -investigation results updated. -manufacturer comment updated. -narrative updated accordingly. -novopen echo expiration date added. Manufacturer's comment : 21-may-2018: since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case,it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). H3 continued: evaluation summary investigational results: novopen echo. Batch fvg0720-2. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Function of the piston rod is normal. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Event verbatim (preferred term) (related symptoms if any separated by commas) hyperglycaemia. Piston rod sometimes did not work properly (device issue). Case description: this serious spontaneous case from spain was reported by a pharmacist as "hyperglycaemia" beginning on (B)(6) 2017, "piston rod sometimes did not work properly" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from an unknown start date due to "type 1 diabetes mellitus". Patient's height: 130 cm. Patient's weight: (B)(6). Patient's bmi: 11.83. Medical history included type 1 diabetes (diagnosed two years ago in 2016). It was reported that the piston rod sometimes did not work properly since an unknown date. In (B)(6) 2017, patient was hospitalized for 4 days due to hyperglycaemia with a value of 400 (units not reported). The treatment was not discontinued. When the patient was discharged, they received a protocol to follow. On an unknown date, the device was changed for a new device. Since the event the patient only had some descents in blood glucose levels which were not important. It was reported that the patient was well. Needles were changed for every new injection and the needles were not kept attached. Action taken to novopen echo was no change. The outcome for the event "hyperglycaemia" was recovered. The outcome for the event "piston rod sometimes did not work properly" was not reported. This case was reclassified from non-serious to serious on (B)(6) 2018 due to addition of seriousness criteria "hospitalization" upon follow up.